Manufacturer narrative:
The reported product is not expected to be returned as the the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media where a low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer reported they were in the hospital intensive care unit for five days where their blood sugar was checked and the ¿libra 2 always 20 to 40 off¿. No further information was provided and attempts to gather additional information have thus far been unsuccessful as the customer abandoned the post. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation is in progress. No corrective actions have been taken at this time. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media where a low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer reported they were in the hospital intensive care unit for five days where their blood sugar was checked and the ¿libra 2 always 20 to 40 off¿. No further information was provided and attempts to gather additional information have thus far been unsuccessful as the customer abandoned the post. There was no report of death or permanent impairment associated with this event.